Manufacturer narrative:
The hill-rom tech found the bed's scale had been reading inaccurate weights. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech calibrated the scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located in the ccu at the account. There was no pt/injury reported. This report was filed in our complaint handling system as complaint #(B)(4).